Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the lot number is unknown, we are unable to provide the full unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that a farawave catheter was successfully prepped. During the insertion of a farawave catheter, the physician noticed that the catheter, which was connected to continuous flush, was not flushing properly because no saline was noted at the tip. There was a saline leak at the base of the flush port and there was little to no saline movement through the lumen of the device. This was recognized by the physician and tech during troubleshooting. There was a saline leak noted at the base of the handle near the flush port, and little to no saline movement through the lumen of the device. The catheter was replaced and the procedure was completed successfully. No patient complications were reported. The catheter is expected to be returned for analysis.